Event description:
It was reported that the artificial urinary sphincter (aus) was explanted due to erosion with the cuff. The procedure was completed, and no new device was implanted. There were no additional patient complications reported.

Event description:
It was reported that the artificial urinary sphincter (aus) was explanted due to erosion with the cuff. The procedure was completed, and no new device was implanted. There were no additional patient complications reported.

Manufacturer narrative:
Upon receipt of the cuff, pump, and balloon at our quality assurance laboratory, the device was thoroughly analyzed. Visual examination of the cuff identified it had folds. Microscopic examination of the cuff identified a pinhole along the lateral edge of the cuff shell towards the cuff tab. The pinhole was caused by a tool or sharp instrument. Leakage testing of the cuff identified fluid loss from the location of the pinhole. Visual examination of the pump found there were no visual damages or abnormalities found. Microscopic examination of the pump found a hole from a sharp instrument in the cuff section of the kink resistant tubing. Leakage testing found there was fluid loss from location of the hole. Visual examination, microscopic examination, functional testing and leakage testing found there were no abnormalities with the balloon. Based on the information available, no device allegations were reported. The reported observation of erosion is a known inherent risk associated with this device.